Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes had underfilled. Patient 3 of 3. The following information was provided by the initial reporter. The customer stated: defect: the product exhibits a non-stressful condition, resulting in replacement and re-bleeding quantity: 3 pieces effects: no other adverse effects on patients. Claims: green claims are not required, and a complaint reply letter is required; samples can be returned to 13 pieces of the same batch of products, with photos provided.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [1] photo was provided for investigation. The photo was reviewed and the indicated failure mode for [low draw] was observed. Additionally, [20] retention samples from bd inventory were evaluated and were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photograph. Although the photograph provided by the customer does indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. H3 other text : see h.10.